Manufacturer narrative:
(B)(4). The covidien service engineer (se) will upload the operational software into replaced pcb. Covidien was not authorized to evaluate this ventilator.

Event description:
Customer reported having replaced the graphic user interface (gui) printed circuit board (pcb) on an 840 ventilator. The malfunction or reason this pcb was replaced was not provided. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) downloaded the software onto the customer purchased graphic user interface central processing unit. The se performed extended self-testing on the device and all tests passed.